Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units ground prongs line cord broke off.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) had component broken. There was no patient involvement and no harm reported. Getinge field service engineer (fse) confirmed ground prong broken offline cord. Replaced ac power line cord assembly. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received ac cord assembly, with a reported unit failure of having the ground prong broken. The fat performed a visual inspection and found the part to have the ground prong broken off. Fat was able to verify the reported failure of the ground prong being broken. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Event description:
It was reported that during routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) units ground prongs line cord broke off. There was no patient involvement.